Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the cartridge fill step, after the syringe needle was inserted into multiple cartridges, insulin could not be injected into the cartridge. The needle was changed and cartridge was successfully filled. Blood glucose was 200 mg/dl.